Manufacturer narrative:
There are two failed devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(4). This medwatch is for the patient identifier (B)(4). The device is returned and an evaluation completed for it. Customer also returned two new devices (tb-0535fc lot number kr172661). These are evaluated in medwatch with patient identifier (B)(4). Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection of high frequency output and appearance. A visual inspection on the received condition was performed on the device. The distal end of the device was inspected under a microscope and found the probe is detached. The probe was detached, and the missing portion was not returned along with the device. The ptfe teflon pad (tissue pad) was inspected and found to be normal. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check. Both switches were checked and found both switches are functional. Based on investigation results in the past, the probe might have contacted with other surgical instruments, or non-insulated area as described below. This might have caused the probe to break as below: hard tissue, a metal object or a surgical instrument had been in contact with the probe during the output activation in seal and cut mode causing the scratches on the probe. The device was activated in seal and cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. A force was applied to the probe causing it to break. Or, grasping section was closed without grasping anything while the device was activating in seal and cut mode (this includes after tissue resection) causing the tissue pad to wear out. Since the tissue pad was worn out, non-insulated area of the grasping section and the distal end of the probe came into contact. The output was activated in seal and cut mode in state of description stated above. Therefore, scratches (contact marks) were made on the distal end of the probe and the grasping section, indicating that they came into contact with each other. The device was activated in seal and cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. A force was applied to the probe causing it to break. The instructions for use includes the following statements that warn against the issue: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. If the grasping section, metal-exposed area around it or the probe tip gets tissue stuck during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned two failed devices for the issue of jaw breaking off into the patient in a therapeutic laparoscopic hysterectomy procedure. The broken pieces were retrieved from the patient. A third device was not required to be opened to complete the procedure as the procedure had been completed when the second device issue occurred. There is no harm or adverse impact to the patient. Upon evaluation of the first failed device, it was observed that the device probe was detached with the missing piece not returned. This medwatch is being submitted for the reportable issue of the detached probe observed during device evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 04-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.